Manufacturer narrative:
The device has not yet been received in baxter. A follow-up report will be submitted when then device has been received, and the evaluation has been completed.

Event description:
The facility reported an ipump that is not beeping while the tubing is occluded. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.